Event description:
R.n. Noted that patient's inner cannula was moving in and out with patient's respiration. On closer inspection the outer cannula of trach was not attached to the flange. The flange was being kept in place by the trach ties nut nothing was securing the outer cannula. Trach replaced. No ill effect, saturation high 90-100%. MFR report ref: 2936999-2013-00847.